Event description:
The rptr, a doctor, stated that reporter did meter to hcp meter comparison tests with a pt. The tests were done 5 minutes apart. The reading on patient's meter was 80 mg/dl, and doctor's meter (onetouch) read 150 mg/dl. The pt did not have any symptoms. On follow up, the meter owner (patient) stated that rptr checks the back of rptr's strip for a blue confirmation dot. Rptr technique of applying blood on strip is correct. Rptr has never cleaned rptr's meter. No harm was alleged.